Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 504 mg/dl) and ketones were present. Customer set a temporary basal rate to 200 percent and a correction bolus was delivered to address bg; however, it did not lower. Customer reverted to using insulin pens for insulin therapy. Customer thought they were not receiving insulin and was cause of elevated bg. Pump system check was performed with the customer and pump was found to be functioning as intended. Factors that may contribute to elevated bg was discussed with the customer.